Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This report will be updated when the evaluation is complete.

Event description:
It was reported that the blade was breaking at the connections where the blades are inserted into the handpiece. This occurred during a total knee procedure. They opened another set and completed the procedure. There was no medical intervention required and no delay in the procedure.